Event description:
The customer reported to olympus that the gastrointestinal videoscope could not create an image. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the plug unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, due to corrosion on the plug unit an e216(scope communication error) occurred, due to adhesive peeling on the bending section cover the insulation resistance value at the distal end did not meet the standard value, the light guide lens had a crack, the adhesive on the bending section cover was detached, the connecting tube had a wrinkle, and the universal cord had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.